Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3; h2; h3; h6 upon visual inspection of the returned product the strike plate had fractured at the weld location. There are indentations on the handle and to the top and bottom of the strike plate. The complaint is confirmed by evaluation of the returned item. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the during the procedure, after several strikes with the mallet, the top striking plate of the broach handle broke off. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.